Event description:
It was reported that an extension tube experienced a leak from the connection between the injection site and tubing. The event occurred during infusion. There was report of patient involvement, and no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection was performed, and no defects were observed. A leak test under water was performed, and a leak was observed at the junction between the female luer lock adapter and the tubing. Further visual inspection with a microscope found that the tubing was torn at the location of the leak. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review cannot be performed since there was no lot number provided.